Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by repair work order that the brakes were not holding due to a malfunctioned pin and rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.